Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a (B)(6) female consumer reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified for menstruation (route-vaginal, lot number, frequency and expiration date unspecified). After an unspecified duration, she developed toxic shock syndrome and she experienced symptoms like shivering and fever with the temperature of more than 102 degrees fahrenheit. The action taken with the device and outcome of the events were unknown. This report was assessed as serious (medically significant). The company causality was assessed as possible.

Event description:
This spontaneous report was received on (B)(6) 2013, from a (B)(6) female consumer reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified for menstruation (route-vaginal, lot number, frequency and expiration date unspecified). After an unspecified duration, she developed toxic shock syndrome and she experienced symptoms like shivering and fever with the temperature of more than 102 degree fahrenheit. The action taken with the device and outcome of the events were unknown. This report was assessed as serious (medically significant). The company causality was assessed as possible. Additional information received on (B)(4) 2013: the consumer did not provide a valid lot number and the field sample was not received for evaluation. A review of the data associated with the complaint was performed and no adverse trends were found. A review of the changes made to product, process and raw material specifications was performed and found no evidence to support that the changes made were related to this event. A review of the finished product and environmental microbiological monitoring results over the last twenty four months was performed and found no trends that could be related to this complaint. Based on the information available, the device was used as intended for treatment. Based on the investigation results, due to lack of a complaint sample or lot number and the absence of adverse trend, no assignable cause was identified. Complaint trends would continue to be monitored. This report remains serious (medically significant).